Event description:
It was reported that the user received an insulin occlusion alert on the ilet, disconnected to run a fill tubing, observed drops immediately, reconnected the infusion set, and successfully resumed insulin delivery. Symptoms included no reported blood glucose impact. Outcomes included the event resolving without medical intervention or hospitalization. Investigation included guided troubleshooting and patient education regarding potential causes of occlusion at the infusion set. Investigation of this case revealed an infusion set¿related occlusion that resolved after disconnecting and reconnecting the set, with no device malfunction reproduced. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion consistent with use-related or set-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.